Manufacturer narrative:
It was reported a medtronic stent was implanted ((B)(6) 2018). No stent was implanted to treat event ((B)(6) 2019). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure one resolute onyx des was implanted in the 1st diagonal. Patient suffered cardiac chest pain reported to be related to a target vessel mi. The patient was treated with implant of a stent in the lad and recovered. Investigator assessed the event as unlikely related to the anti-platelet medication and possibly related to the device.